Event description:
Physician reported left side "seromas on the periphery of implant. The formations of mammary gland are more likely to correspond to fibroadenomas and a mass with clear smooth contours is visualized, which are not device related. Cysts of mammary gland., which is not device related. The focuses of paramagnetic accumulation in the parenchyma of mammary gland probably correspond to the focuses of adenosis. Fibroadenomatosis. Peripheral folds. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease / folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported, "seromas on the periphery of implant. The formations of mammary gland are more likely to correspond to fibroadenomas and a mass with clear smooth contours is visualized, which are not device related. Cysts of mammary gland, which is not device related. The focuses of paramagnetic accumulation in the parenchyma of mammary gland probably correspond to the focuses of adenosis. Fibroadenomatosis. Peripheral folds." Device has been explanted and replaced with another manufacturer's device.